Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having coupling or communication issues. The patient was unable to recharge the left device and the last time he did was (B)(6) ago. The patient was able to recharge right device. The patient did three antenna locates back to back and got a por (power on reset) and started recharging. It was reviewed how to clear the por condition. Issue resolved, therapy restored.